Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Customer believes it was a false motor error. She was advised to monitor the insulin pump and call if alarm recurs. Blood glucose value is 56 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.